Manufacturer narrative:
The customer reported complaint for the platform displayed a message prompting the user to reposition the patient was confirmed during archive data review but not during the initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Visual inspection of the returned platform was performed and found no physical damage. The autopulse passed the functional test without any fault or error, not confirming the initial findings. Review of the archive data shows user advisory (ua) 02 (compression tracking error) message occurred on the reported event date, however, the error could not be duplicated during the platform evaluation. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the autopulse platform (sn (B)(4) kept displaying error message of "reposition patient". Several attempts were made to realign the patient but the issue continue occurred during the patient transfer from the second floor. Rosc was not achieved and the patient was pronounced at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(4)) displayed a "reposition patient" message. Several attempts were made to realign the patient but the lifeband will not retract. The customer restarted the platform, however, after moving the lifeband for 2-3 inches the platform stops with the "reposition patient" message. The issue occurred during the patient transfer from the second floor. Rosc was not achieved and the patient was pronounced at the hospital.